Event description:
Additional information received indicates the buzzing/undesired sensation has resolved.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced a buzzing/undesired sensation at the ipg site. Surgical intervention took place wherein the ipg was explanted and replaced to address the issue.